Event description:
It was reported that the customer was taken to the emergency room and was hospitalized due to broken hip and high blood glucose. Customer's blood glucose reading at the time of hospitalization was over 500 mg/dl. Caller stated that the customer had a hip surgery and his insulin pump was removed in the hospital and was given shots. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.